Event description:
It was reported that this system with a non (B)(6) right ventricular (rv) lead and a recently implanted, in an off-label manner, left bundle branch (lbb) lead showed bipolar thresholds increasing since implant. The field representative claimed that during unipolar testing on right ventricular (rv) lead and left ventricular (lv) lead there was no capture at high outputs on both leads. An x-ray analysis was completed and a header connection was ruled out as the leads appeared appropriately inserted and there were no impedances out of range. On a second look to the x-rays, the bundle lead might have been observed as moved. Various procedural and testing options were recommended for these right ventricular (rv) lead and left bundle branch (lbb) leads that remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).